Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/14/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed scarce residue of viscoelastic in the cartridge tube. The intraocular lens (iol) was returned and it was not observed in the insertion device. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a as the lens was inserted and removed. If explanted; give date: n/a as the lens was inserted and removed. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) tore in two during implantation because it was wrongly loaded by the surgeon. Reportedly, the lens was removed and replaced during the same surgical procedure. The incision was enlarged, but no vitrectomy was performed and no patient injury was reported. No negative patient outcome. No further information was provided.